Event description:
It was reported there was a failed stimulation trial. It was noted the product was implanted (B)(6) explanted (B)(6) and was discarded. It was logged there was lead migration that required explant of the trial lead. It was reported that repositioning of the trial lead was attempted. It was noted the product issue was not resolved. It was logged the patient had good paresthesia during intraoperative screening of trial procedure on (B)(6) however post operatively, the coverage pattern appeared to have changed, and the patient no longer was receiving paresthesia in the painful areas despite extensive reprogramming. It was reported the patient returned to the clinic the next day for assessment, and a repositioning of the lead was attempted but unsuccessful and the lead was removed. It was reported the patient status at the time of the report was alive with no injury. It was logged the patient experienced less than (B)(6) therapy relief. Additional information received reported the patient and physician were deciding whether to pursue a re-trial.

Manufacturer narrative:
Concomitant medical products: product ID: 3874, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).